Event description:
It was reported that during a revision procedure of competitor products, the torque-limiting handle would not stay engaged. As a result, there was a delay to the procedure of one hour.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformances. Functional tests were performed and no anomalies were identified.